Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer states that reservoir top may have gotten wet chich may have caused no delivery. Customer's blood glucose was 100 mg/dl. Customer was able to resolve no delivery with a complete set change.